Manufacturer narrative:
(B)(4). An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific received information that this patient presented to the electrophysiology laboratory on (B)(6) 2015 due to pocket site dehiscence. The pocket site was revised. The lead remained in-service. Boston scientific received information from the local representative that this patient's device and lead system were explanted on (B)(6) 2015 due to infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.